Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was capped due to high pacing thresholds, likely due to micro-dislodgement. Additionally, this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the renewal 4 recall. A chronic rv lead was used for the rate/sense portion. The shocking portion of the defibrillation lead remains active and in-service. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.